Event description:
First annual papsmear post-ablation gynecologist said she bled quite easily. It was severely painful. After the papsmear she bled a lot for a few days. She said it felt like he "popped" or released some pressure she felt less bloated. The gynecologist was unable to determine if he got a good biopsy because she could not insert the q tip very far into the cervix. The cervix was blocked due to the quantity of blood.